Manufacturer narrative:
Product analysis: the complaint was confirmed. The stylus and cursor were misaligned on a portion of the display. The connection between the display overlay and printed circuit board (pcb) was re-seated, and the stylus was calibrated. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the programmer pen was used, it did not correlate properly to the screen. The programmer was returned for service.. There was no patient involvement.